Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported two sensors broke while trying to insert them. Customer stated his blood glucose level was off, so he hanged the sensors and that is when they broke. Customer's blood glucose was 48 mg/dl. Customer wanted the sensor replaced. No further information reported.